Event description:
John silvey reported a desire to disable a specific alert on the tslimx2 device that prompted him to test his blood glucose level. There was no adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.